Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2023, all hardware was removed on (B)(6) 2024 due skin irritation caused by a possible metal allergy and potential infection around the surgical site. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. Additional information indicates the patient's bones were completely fused/healed. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Based on the limited information provided, the most likely cause of the skin reaction cannot be determined as it is unknown if the patient underwent allergy testing to confirm metal as the source. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with placement of the device or healing of the surgical site. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2023, all hardware was removed on (B)(6) 2024 due skin irritation caused by a possible metal allergy and potential infection around the surgical site. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.